Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat crease, wear abrasion, curved opening with striated edge, partial delamination of diaphragm flange disk. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage and delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Device was explanted.